Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized on (B)(6) 2018 for low blood pressure. The patient was hospitalized again on (B)(6) 2018 and discharged on (B)(6) 2018 with a diagnosis of peritonitis. The patient was advised to take levofloxacin and metronidazole orally and tramadol for pain, however the patient was non-compliant with these instructions. On (B)(6) 2018, the patient visited the clinic with severe abdominal pain, therefore, the nurse performed a culture test. The patient advised the patient to go to the hospital. The nurse had attempted to administer antibiotics through the peritoneum, however, the patient was unable to tolerate fluid. The patient was admitted to the hospital on (B)(6) 2018 for peritonitis. The nurse does not have culture results, however, the patient white blood cell level was 596. The nurse stated the cause of the peritonitis was breach in aseptic technique: the patient had poked the bags with a syringe. The last known patient status was that the patient was in the hospital and recovering.

Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized on (B)(6) 2018 - (B)(6) 2018 for low blood pressure. The patient was hospitalized again on (B)(6) 2018 and discharged on (B)(6) 2018 with a diagnosis of peritonitis. The patient was advised to take levofloxacin and metronidazole orally and tramadol for pain, however the patient was non-compliant with these instructions. On (B)(6) 2018, the patient visited the clinic with severe abdominal pain, therefore, the nurse performed a culture test. The patient advised the patient to go to the hospital. The nurse had attempted to administer antibiotics through the peritoneum, however, the patient was unable to tolerate fluid. The patient was admitted to the hospital on (B)(6) 2018 for peritonitis. The nurse does not have culture results, however, the patient white blood cell level was 596. The nurse stated the cause of the peritonitis was breach in aseptic technique: the patient had poked the bags with a syringe. The last known patient status was that the patient was in the hospital and recovering.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: there is no documentation in the complaint file to show a causal relationship between the patient event of hypotension and chest pain and subsequent hospitalization. It is unknown if the patient was completing pd therapy on the liberty cycler at the time of the event. The patient is prescribed midodrine and the hypotension most likely is a pre-existing condition. There is a temporal relationship between the patient event of peritonitis and the pd therapy as it was reported that the patient manipulated the solution bag by puncturing it with a syringe. The patient¿s worsening condition was due to non-compliance with prescribed antibiotics as evidenced by the documentation that the patient didn¿t pick up the prescription from the pharmacy. Any pulmonary edema and lower extremity edema was the result of the patient¿s malfunctioning pd catheter which was affecting the draining during pd therapy.